Event description:
It was reported that the patient will need to undergo a revision surgery due to tibial component loosening.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient at this time. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Manufacturer narrative:
Correction - h6 results code. The reported event could be confirmed since images of CT scans were provided and matches the alleged failure mode. There are many clinical factors that can affect the results of any surgery, such as surgical technique, pre-operative and post-operative care, the implant, patient pathology and daily activity. A medical professional reviewed the received information and noted the following: ¿the CT-scan clearly shows the loosening of the tibial component with large cysts, migration and tilting of the component. There are some pre-existing talar cysts, but there are no signs of loosening of the talar component.¿. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient will need to undergo a revision surgery due to tibial component loosening.